Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the shock and pacing impedances had gradually increased. Boston scientific technical services (ts) discussed that it could be due to calcification, and recommended performing commanded shock testing to test the integrity of the system. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed. The device declared a code 1005, open circuit detected during shock delivery. The patient was externally recused with one shock. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the nips testing and surgery to replace the lead.